Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery alarm, followed by a motor error alarm during a bolus attempt. The blood glucose reading was over 500 mg/dl. The customer stated that the insulin pump was not pumping enough insulin into his body. He stated that he was supposed to change the infusion set in the morning and forgot. No significant events leading to the motor error alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.